Event description:
Customer reported unexpected negative results when testing a patient sample with manual capture-r ready screen IV (crrs4) and capture-r ready-ID extend I. No adverse reactions occurred as a result of the unexpected negative results.

Manufacturer narrative:
Review of testing results: manual capture testing with crrs(4), lot k255 resulted negative. Cell ii(donor c4255) is a homozygous e cell. Antibody screen testing on the echo resulted positive(2+) with cell ii of crrs(3), lot r092. Antibody ID testing with manual capture using extend I, lot dp042 resulted negative. Testing on echo with the same panel resulted positive(2+ to 3+) with all e positive cells. Confirmed the reactivity of the e antigen on retention capture-r ready screen 4 (crrs4) lot k255 and capture-r ready-ID extend I lot dp042.